Event description:
On 9/14/89 device was implanted. On 1/29/90 the cylinders were revised. On 9/23/96 the entire device was removed from the pt and replaced due to fluid loss. Add'l lot/ser no: 1203j 020.